Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: e1 reporter name and address. E2 health professional. E3 occupation. G2 report source.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign material in the forceps elevator, the bending section rubber was dirty, the instrument channel had damage that caused the forceps to not be able to be inserted, watertightness was lost due to damage on the insertion channel, the adhesive on the bending section rubber was detached, the connecting tube was scratched, the video connector was scratched, the video connector case was scratched, the universal cord was scratched, the suction cylinder was shaved, and the tube cleaning brush could not be inserted due to damage on the instrument channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the duodenovideoscope had leakage from the instrument channel. The issue was found during reprocessing. Inspection and testing of the returned device found the forceps elevator had foreign material and the forceps could not be inserted due to damage inside the channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.